Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a hole in the catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Received one iag bc 22ga unit consisting of a catheter-adapter assembly, a fully retracted needle-barrel assembly within an open package from lot number 8134969. A complaint history check was performed and this is 3rd related complaint reported with the defect/condition of catheter defective/damaged with lot # 8134969 regarding # (B)(4). DHR review: a total of (B)(4) units were manufactured and packaged on afa line 12 from (B)(6) 2018 through (B)(6) 2018. A non-related qn (200751179 for ¿uncut packages¿) was initiated and pallets 22 through 24 were reworked and re-packaged on pkg. Line 11 on (B)(6) 2018. Disposition, root cause and corrective action were followed in accordance with the quality control plan. All other challenge, set up and in process inspections were performed and passed per specifications. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device. It is uncertain whether the defect observed was caused by manipulation of the device prior to insertion or by the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had a hole in the catheter. There was no report of exposure, serious injury or medical intervention.